Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate therapy to the patient and the physician during endoscopy procedure. Both the physician and the patient are doing well after the incident. It is suspected that when the patient was rolled over during the procedure the placement of the competitor magnet moved, causing inappropriate therapy. The device remains implanted.